Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge, and underwent a replacement procedure. The patient was doing well postoperatively, and the explanted ipg was kept by medical facility.